Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. The instrument module was able to pair with a known good battery module and together they were able to connect to a known good root. Tapping and hitting the module did not cause any disconnects. The module was able to get measurements with a known good sensor continuously for 15 minutes. No internal defects or damages were observed. The customer's complaint was not duplicated. The instrument module is fully functional.

Event description:
The customer reported intermittent operation of the radius-7 module when the sensor is plugged in. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported intermittent operation of the radius-7 module when the sensor is plugged in. No patient impact or consequences were reported.